Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary: the introducer rod supplied to customers comes as part of a set along with seven sizing trials which are used to determine the size of the medullary canal and the size of the biostop g bioresorbable cement restrictor to be implanted, and four restrictor holders which are used to fit the biostop g restrictor into the medullary canal. These sizing trials and restrictor holders are detachable and interchangeable, dependent on the size of the medullary canal which is individual to the patient. They can therefore be screwed on and off the end of the introducer rod. If the surgeon has screwed on the restrictor holder and placed the biostop restrictor on the end of the holder, inserted into the patient, then rotated the introducer rod, rather than pulling straight back out, this would result in the holder being left implanted within the patient. There is a highlighted warning in the IFU for the instrument set (IFU-0563-968) under the special warnings section, which states the following: "do not rotate the unit, which could unscrew the sizing trial or the restrictor holder in the medullary canal. This would make it very difficult to remove it from the canal". This failure mode is also highlighted in the dfmea (dva-107701-fde rev 4) on lines 122-123 which states the potential cause of failure as: ¿the introducer rod is rotated (especially anticlockwise with respect to the holder) whilst still inside the patient.¿ under evidence and rationale for occurrence rating, the dfmea references the IFU with the statement noted above and it also includes the following: "there have been customer complaints of detachment of accidental detachment of sizing trials and holders from the introducer rod. However, the four holders are machined from passivated 316 lvm stainless steel that is considered biocompatible and suitable for medical instruments and for permanent implants. Thus, accidental implantation would not result in an adverse tissue reaction.¿ this failure mode has an occurrence level of 1 and risk rating of 7 and is deemed low risk (bar). The root cause is therefore deemed user error with no product problem evident. The user should have pulled the holder from the implant, and instead has twisted the holder from the rod. This has resulted in the holder remaining in the patient. Device history lot ==> device history reviewed: product is manufactured externally, and the lot number has not been provided, therefore a DHR review is not possible. Complaints database searched: the lot number has not been provided, therefore a complaint database review is not possible total for lot number: unknown complaints received by cmw in the last 12 months for this issue ¿ by product code: 2 by product family: 2 (2x biostop instrument holder 14-16) device history batch ==> null. Device history review ==> null. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Surgeon: (B)(6). Procedure: reverse shoulder replacement. During the implantation of the biostop cement restrictor, we believe the implant holder may have stayed in the patient. We searched the instrument set up and could not locate it, so it may have stayed in the humerus due to the surgeon unscrewing the implant holder from the shaft rather than pulling straight back on the shaft leaving only the cement restrictor in place. This was realised once the cement had been applied and the implant was in situ. Surgeon was aware and not concerned due to it being sterile and in a non weight bearing position. Female patient aged (B)(6) years. No delay to surgery.